Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient was reportedly prescribed augmentin and the infection has reportedly resolved. Additional information regarding treatment details were not provided. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient received treatment (type unknown) and the infection has resolved. The recipient is using the device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.